Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise in the primary sensing vector resulting in an inappropriate shock. Attempts to recreate the noise was unsuccessful. X-ray imaging did not show any evidence of system dislodgement, lead damage or connection issues. The device was reprogrammed to the secondary sensing vector. No adverse patient effects were reported. The device remains implanted and in service.